Event description:
While performing initial service inspection prior to preventive maintenance, the respironics service technician noted a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician was unable to duplicate the reported problem during service testing. The service technician replaced the exhalation flow sensor as a precautionary measure. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.